Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient had an external ventricular drain as temporary measure. Since the cerebrospinal fluid (csf) pressure was measuring zero, a codman bactiseal catheter kit (ID 823072) was implanted with a siphonguard (ID 823090). Apparently the siphonguard was used instead of the valve that comes with the kit. After the implantation, no csf was detected coming out of the catheter, so the bactiseal distal catheter was removed and replaced with a competitor catheter. Two days later, another revision surgery was required to remove the siphonguard and replace it with a competitor product. It was observed that the explanted siphonguard had pin holes.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The siphon guard was returned for evaluation: device history record (DHR)- product 823090 with lot 203979, conformed to the specifications when released to stock failure analysis- the siphon guard was visually inspected; the silicone housing around the siphon guard was damaged. The siphon guard was irrigated no occlusions noted. The siphon guard was leak tested leaks from silicone around the siphon guard were noted. Marks were noted in the siphon guard. The root cause for the damage in the silicone housing around the siphon guard reported by the customer is due to a sharp or pointed object coming into contact with the silicone. As noted in the instructions for use (IFU) silicone has a low tear/cut resistance.

Event description:
N/a.